Manufacturer narrative:
An event patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause for the reported heart block could not be determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was implanted in a patient with a final implant depth of 4mm. Post procedure, the patient had a heart block resulting in a pacemaker implant. No calcification extending beneath the aortic annular plane in the interventricular septum. The patient is stable,